Manufacturer narrative:
.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient could not turn their device on and had no therapy because of this. The patient also reported that their device was flipping. The patient stated that the doctor said it could be due to skin sticking to the ins where the stitches are. The patient was sent a list of doctors in their area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.